Event description:
Patient reported through medical information "rupture". Later patient reported "intracapsular rupture", "simple cysts", "irregular contours" and "small amount of periprosthetic fluid". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported through medical information "rupture". This record is for the right side. Device remains implanted.